Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that the system did not have torsional functions during the sculpt phase of the surgery. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation summary. The system was examined and the reported event was not replicated. However, the company representative went through the settings of the system and found that the settings were incorrectly programmed, and corrected the settings. The machine has since been functioning without issue. The handpiece was confirmed to have been non-conforming but additional information was not provided. The product met specifications at the time of release the reported event is attributed to entering or modifying programmed settings. No additional information was provided on the handpiece. Therefore no root cause could be conclusively identified. (B)(4).